Manufacturer narrative:
The device sample was not rec'd by the MFR at the time of this report. A f/u report will be sent when completion of investigation.

Event description:
The event is reported as: alleged issue: "something was flaking off from inside the port into the pt." This was an outpatient procedure. No pt injury reported.